Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that impedance measurements had stabilized, but in recent months, had increased to out of range measurements. The lead was capped and replaced.

Event description:
It was reported that patient presented for follow up after receiving a patient notifier. Interrogation revealed noise and high pacing lead impedance. The patient notifier was programmed off and the lead will be monitored.